Manufacturer narrative:
There was no patient impact or consequence. Baylis medical company inc. Has decided to report this event due to the procedural delay that occurred . DHR review was completed for the lot in question and all devices met relevant requirments prior to release.

Event description:
A 25-minute procedural delay was reported in catheter ablation procedure, where the sureflex steerable guiding sheath was used among other devices including the thermocool catheter (j&j) and the nrg transseptal needle. The procedural delay was due to the loose sureflex steerable guiding sheath and dilator hub assembly. A different steerable sheath was used to continue the procedure. While there was no patient injury reported, baylis medical company inc. Has decided to report this event due to the procedural delay.